Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, a message to clean the fiber appeared four times, however "nothing was on fiber when it was pulled out". Additionally, the fiber switched from side firing to forward firing and flashed. The fiber was exchanged, and the procedure was completed utilizing the second fiber. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: after the first time cleaning, the procedure started again but the "cord" was flashing periodically. The physician stated laser tip was vaporizing on and off. The fiber failed after 121,913 joules and 12:13 minutes of use. The fiber tip (cap) was cleaned during the procedure.